Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer's mother reported communication issues between the insulin pump and sensor. The mother also reported that the customer was having a low blood glucose of 40 mg/dl. The mother stated the customer treated his blood glucose with food. The mother also declined to troubleshoot. No additional info provided.